Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that there was foreign particulates in the bd angiocath plus catheter-382412. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: returned actual samples were not decontaminated. Visual inspection was performed on all the samples. The summary of the results are stated as below. Note that 2 non-bo products were returned in opened packaging that were stick on the shelf carton. Brown embedded fm was found in the needle cover. Loose white powdery fm was found on the needle cover. Return sample showed: photo showed reported defect. Returned sample showed reported defect. DHR review: device history record of packaged needle (pn) batch 7111357, catalogue number 382412 and its assembled needle (an) batches 7111413, 7111395 and 7111412, part number 8365076 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. The preventive maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. White fm and embedded fm was found. Was product within specification? No. Root cause: loose white powdery fm was found. The white powdery fm is more likely from the top web material. Brown embedded fm was found in the needle cover. Probable root cause: material. CAPA number: n/a at this time no CAPA is required.